Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device suffered a cracked front case. There was no patient involvement.

Event description:
It was reported that the device suffered a cracked front case. There was no patient involvement. Subsequent to the initial MDR, additional information was received.

Manufacturer narrative:
B5: describe event or problem - additional. H2: follow-up type - additional / device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional. H10: additional manufacture narrative - additional. The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the cover front pca. The device was repaired, passed all required testing and specifications, and released back to the customer a review of the device history record for sn (B)(6) was performed from date of manufacture 04/23/2012 to the present date 10/09/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.